Manufacturer narrative:
Until the investigation results were analyzed, it was not evident that there was a breach of the sterile barrier breach. The root cause for the tear cannot be conclusively determined.

Event description:
It was reported that the inner pouch was identified as being torn. There was no reported negative impact to the patient.